Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys/ expiration date: 14-may-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No, dev rtn to MFR? No. Mfg date: 15-nov-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) the patient experienced an arterial pressure drop and chest pain. It was also reported that the patient experienced circumferential pericardial effusion and post-operative tamponade and these were procedure related. Pericardial drainage was performed. The leadless pacemaker remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported.